Event description:
This lead migrated resulting in inadequate pain relief. A revision attempt was made to implant a new lead but was abandoned. This lead remains implanted and active. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.